Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: how was the bleeding controlled? Did the patient require a blood transfusion? Did the procedure need to be converted to open? What is the current health status of the patient? Additional information was requested and the following was obtained: hey had another bleeding case yesterday where the patient lost 1000cc. It was a lap hysterectomy that then became a vaginal hysterectomy. This surgeon has completed 5-6 cases with the x1. She prefers the ligasure maryland but was willing to give us an opportunity. During this procedure, the surgeon would do a double burn to get charring and then 5-10 minutes it would start bleeding again. This occurred in the uterine area. There was no complaint about sticking. The surgeon was very upset with the circumstances of the device the lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hysterectomy procedure that while using an ensealx1 device the patient lost one thousand milliliters of blood. Surgeon claims the device was not sealing. Unknown as to how the procedure was completed. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent: 12/9/2021. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslx137c device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All tones were heard during functional testing. The device was tested with the test media and no anomalies were found. There were no anomalies noted with the functionality of the device. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.